Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) and right ventricular (rv) lead were explanted. The right atrial (ra) lead was capped and then explanted the following day. A leadless pacemaker was implanted one month later. No further patient complications have been reported as a result of this event.